Event description:
Patient was in the CT scanner at the time. The CT tech noticed something became disconnected and the vent began to alarm. Rt went into the CT room to assess the patient and discovered the patient was extubated. Rt then bag mask ventilated the patient while an ER attending and attending reintubated the patient. Once the patient was stabilized, it was discovered the anchorfast endotracheal tube (ett) securement device had broken, causing the ett to become dislodged. It was observed to be a clean break at the ett securing device, ventilator and vent tubing appropriately positioned in CT, the anchorfast device should not have separated so easily in this situation.